Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('I've had painful menstruations and so my doctor's gonna give me hysterectomy. I just thought it was just me, on having bad menses. It's been ongoing for probably the last 3 years it's been worst. I have ibd') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and inflammatory bowel disease ("inflammatory bowel disease"). The patient was treated with surgery (essure removal (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea and inflammatory bowel disease outcome was unknown. The reporter considered dysmenorrhoea and inflammatory bowel disease to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2015 as per irms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('I've had painful menstruations and so my doctor's gonna give me hysterectomy. I just thought it was just me, on having bad menses. It's been ongoing for probably the last 3 years it's been worst. I have ibd') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and inflammatory bowel disease ("inflammatory bowel disease"). The patient was treated with surgery (essure removal (B)(6)2021). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea and inflammatory bowel disease outcome was unknown. The reporter considered dysmenorrhoea and inflammatory bowel disease to be related to essure. The reporter commented: discrepancy noted: insertion date: october or november 2015 as per irms quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report